Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The reporter of the event confirmed the device was re-tested and it passed all steps.